Event description:
Complainant alleged that during patient set up of the device, the unit displayed a "defib fault 78" and a "defib fault 117" message when the charge button was depressed. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.